Manufacturer narrative:
The product involved in the event was returned for evaluation. A follow up report will be provided upon conclusion of investigation. Three (3) used samples were received. The samples were evaluated under ambient light conditions. The samples arrived rolled into bundles and stacked together. Each sample exhibits yellowish stains along the folds and also in areas where there are indentations. The indentations are possibly where objects with rounded edges or instruments were in contact with the tray liners. Representative areas of the yellowish stains were viewed under magnification. The appearance is that the fibers are stained with a yellowish substance. A device history record review has been conducted. No nonconformances were documented during the lot production. No contributing issues were noted. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Brown spots were reported on the tray liners post customer sterilization of surgical trays. The site reported there was a delay in surgery (varying) and some cases had to be cancelled as a result.

Manufacturer narrative:
The samples were evaluated under ambient light conditions. Each sample exhibits yellowish stains along the folds and also in areas where there are indentations. The indentations are possibly where objects with rounded edges or instruments were in contact with the tray liners. The complaint details were forwarded to the appropriate functional area for investigation and root cause determination. A device history record evaluation was performed for the lot number, the records indicate the product was manufactured according to approved manufacturing procedures and specifications and met all criteria for product final release. A root cause could not be determined for the issue reported. Manufacturing personnel were notified of this incident for awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury